Event description:
Additional information received from a consumer indicated the catheter failure resulted in injuries of failure of therapy, pain, and spasticity.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
The patient reported her therapy was intermittent and not consistent. The patient had had a implantable drug infusion pump implanted to treat intractable spasticity and multiple sclerosis (ms). The pump was being used to deliver an unknown concentration of gablofen at an unknown rate. The patient had a problem in (B)(6) after implant. The patient symptoms ranged from having very bad spasticity to being totally "jelly" where she could not function. The patient would collapse, and then the patient's spasticity would gradually increase again until the spasticity was severe. The health care provider kept raising the medication, but it wasn't doing anything for the patient. A catheter kink was identified, and the patient had a revision in (B)(6) 2009. A health care provider also noted that the revision was due to a catheter migration. The report of the catheter migration was previously reported in manufacturer report #: 3004209178-2010-03534. It was unclear how the catheter kink/migration was identified: follow up was requested. Following the revision, the patient woke up with "issues" on her left side that were worse. The issues got worse as the anesthesia wore off. It was noted that the anesthesia affected the patient's ms condition. It took quite a while before the health care provider could work with the patient regarding the "issues." The patient also reported taking oral steroids (to help with ms), baclofen, and zafaflux. It was unclear if all of these medications were taken during the course of the event. It was noted that the patient was very sensitive to prescription medications.